Event description:
During follow-up in clinic, premature battery depletion was suspected on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Additional information was requested but was not available.